Event description:
It was reported that the device would intermittently fail to power on with dc source and sometimes turned off by itself. There was no report of patient involvement with incident.

Manufacturer narrative:
(B) (4): physio-control verified the reported intermit power issue. Physio replaced the main control keypad assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed keypad assembly and found the left plastic bubble of the on switch had some of the conductive material worn off and lying between the contact fingers of the switch causing an intermittent device failure to turn on and unintended turing on/off.